Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage while using a bd ultra fine¿ insulin pen needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7152666. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label but with the shelf carton from lot # 7152666. Customer states that the pen needles are leaking around the hub during injection. All returned pen needles were tested and all samples were able to expel properly without any observed defects. Conclusion: based on the samples received the investigation was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.